Event description:
It was observed that during the device evaluation, the subject device exhibited a broken video cable, a damaged fiber bonding in the outer tube area (distal end), and an error b31. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: for the malfunction of error b13, the cause was a video cable broken, and for the malfunction o fiber bonding in the in the outer tube area (distal end) is damaged, the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.